Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately calcified, 100% stenosed anatomy and/or interaction with the non-abbott guiding catheter extension resulting in the reported failure to advance and the reported difficulty to position. Interaction/manipulation of the device resulted in the reported/noted stent damages (flared/bent) thus resulting in the reported difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the chronic total occluded, moderately calcified mid right coronary artery. A 3.00 x 48 mm xience xpedition stent delivery system (sds) was selected for the procedure. The sds was advanced with to the lesion with the assistance of a non-abbott guiding catheter extension, but would not cross due interaction with the guiding catheter extension and the anatomy. Upon removal of the sds, slight resistance was felt with the guiding catheter extension and the stent implant was found to have flared struts. Another 3.00 x 48 mm xience xpedition sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.